Event description:
In 2007, the pt's mother reported that the pt's blood glucose had been elevated for the past 2 weeks and she is experiencing excessive thirst, severe nausea, stomach cramping, blurred vision, lethargy, frequent urination, and difficulty thinking. The mother stated that the pt is experiencing stress and she is having difficulty controlling her blood glucose. Her blood glucose has measured as high as 438 mg/dl to "hi" (over 500 mg/dl) on her blood glucose monitor. Her blood glucose is typically around 200 mg/dl. The mother stated that she checked the bolus history of the infusion device and a bolus of 2 units was missing from the info. She stated that she watched the infusion device deliver the 2 unit bolus and she believes there is a connection between the history discrepancy and the pt's elevated blood glucose. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.